Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No vibration anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump had a vibrate anomaly. Customer's blood glucose level was 147 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).